Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 451 mg/dl. The customer was assisted with troubleshooting. Customer already treated his blood glucose. The customer stated that they had only to did bolus. Customer stated that they needs to treat his blood glucose first and wait an hour and check his blood glucose again. The insulin pump will not be returned for analysis.